Event description:
It was reported that this right ventricular (rv) lead was checked under x-rays, because the implantable cardioverter defibrillator (ICD) reached end of life (eol) status, and it looked stretched. Technical services (ts) discussed that this model of rv lead, has certain amount of exposed coil that due to some reasons it can get stretched. Because the ICD was at eol, the shock impedance could not be tested, so it was elected to surgically abandoned and replace this rv lead during the ICD revision.